Event description:
Customer reported blood glucose results of 221 mg/dl and 92 mg/dl, 214 mg/dl and 73 mg/dl, 199 mg/dl and 94 mg/dl, each comparison within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.